Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without the serial number of the lead, the manufacturing date cannot be determined. Evaluation summary: model 4193 lead: no anomalies found, distal segment returned and analyzed. Full lead returned and analyzed.